Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. Additionally, the insulin pump received a stuck button alarm. The customer did not press a button down in excess of three minutes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted and all buttons did respond properly during testing. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted. The insulin pump passed the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No moisture damage was found on the electronic assembly, motor, or force sensor during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.